Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced five infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-06016. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008053, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008053 was manufactured according to the work instruction (wi) version 27 and manufactured in the line inset 30 on 30/jun/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4f05433 was manufactured according to the wi version 29 manufactured in the machine li 3010, on 28/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.